Event description:
It was reported that during a procedure, there was noise on all electrodes being opened for stimulation, even if the pacing haven't been started yet. Furthermore, the physician saw small noise on the bs ECG and sometimes on one of the map electrodes. Stimulation is shown, but the routed channel is set to ¿none¿. All brad cables were changed, and also the brad amplifier and the stimulation cable to the piu and bs ECG cables, but still the same issues are occurring. Also it was reported, when a pacing electrode is chosen on carto3, the rf energy current did not only flow from rf electrode, but also towards the selected pacing electrode. It did not matter if you paced or not ¿ just choosing any electrode as pace-enabled on carto3, induces the rf current to flow through myocardial tissue towards the selected pacing electrodes. This phenomenon has induced atrial tachycardia and atrial fibrillation, because they had all catheters positioned in the atrium. This issue was only observed in the lab, when they are doing carto-procedures, but not when doing standard ep-procedures without carto3.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) it was reported that during a procedure, there was noise on all electrodes being opened for stimulation, even if the pacing haven't been started yet. Also when a pacing electrode is chosen on carto3, the rf energy current did not only flow from rf electrode, but also towards the selected pacing electrode. Piu and location pad were replaced issue resolved. Piu and location pad were sent to carto manufacturer (htc) for investigation. The piu found failed and the ECG cards (B)(4) failed at isolation test. Also opto-switch u449 related to ECG channel 4 failed. The opto-switches failure caused reported problem. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution. A corrective action has been opened to address and resolve this issue.